Event description:
On 04/17/2008 the pt reported that he has issues with infusion sets "popping out" of his body. He stated that this happens with every other infusion set. He has had this issue for the past "couple" of months with different lots of infusion sets. He stated that in 2008 the infusion set came loose from his body and he noticed "insulin dripping from the adhesive around the infusion set." His blood glucose elevated to 550 mg/dl. He injected insulin via syringe to lower his blood glucose. His normal blood glucose range is "under 200 mg/dl." He stated that he inserted a new infusion site on the opposite side of his abdomen and also attached a new infusion tubing. He stated that he believes he was without insulin for 2-3 hours and the site where the cannula had been was sore, irritated, and swollen. The pt has not used any new products on his skin recently and he uses opsite dressings and IV prep wipes and he also uses an infusion set insertion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.